Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The getinge's authorize distributor was dispatched to the customer's site. The distributor evaluated the iabp and duplicate the reported malfunction. To fix this issue he replaced motor control pcb and performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the display on the cs100 intra-aortic balloon pump (iabp) turned black, a long beep sounded and it stopped working. The patient used the iabp machine on the afternoon of (B)(6) 2020, during which time the machine was working normally. At about 18:50 pm on (B)(6), the screen suddenly turned black and a long beep sounded, and it failed to work. After several attempts to shut down and restart, the fault could not be ruled out. It was later reported that the patient expired. The customer did not indicate if the patient's death was attributed to the iabp. Please refer to related mfg report number 2248146-2020-00232 on the involved intra-aortic balloon (iab).

Manufacturer narrative:
The supplier returned the suspected faulty motor control board to getinge¿s national repair center (nrc). The supplier verified the reported failure. They verified that they found voltage regulator on the drive to be shorted. The nrc scrapped and retaining the board in the nrc as per procedure.

Event description:
It was reported that during use on a patient, the display on the cs100 intra-aortic balloon pump (iabp) turned black, a long beep sounded and it stopped working. The patient used the iabp machine on the afternoon of (B)(6) 2020, during which time the machine was working normally. At about 18:50 pm on (B)(6), the screen suddenly turned black and a long beep sounded, and it failed to work. After several attempts to shut down and restart, the fault could not be ruled out. It was later reported that the patient expired. The customer did not indicate if the patient's death was attributed to the iabp. Please refer to related mfg report number 2248146-2020-00232 on the involved intra-aortic balloon (iab).

Manufacturer narrative:
Updated fields: date of report, PMA/510k, if follow-up, what type. The suspected faulty motor control board was returned to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the board and no visual damage was observed. The technician then installed the board into a cs100 unit and it tested to factory specifications per cs100 service manual. The board failed testing. The senior technician verified the reported failure of black screen and no power up with an audio alarm. The senior repair technician sent the part to supplier for failure investigation as per procedure.

Event description:
It was reported that during use on a patient, the display on the cs100 intra-aortic balloon pump (iabp) turned black, a long beep sounded and it stopped working. The patient used the iabp machine on the afternoon of (B)(6)2020, during which time the machine was working normally. At about 18:50 pm on april 1st, the screen suddenly turned black and a long beep sounded, and it failed to work. After several attempts to shut down and restart, the fault could not be ruled out. It was later reported that the patient expired. The customer did not indicate if the patient's death was attributed to the iabp. Please refer to related mfg report number 2248146-2020-00232 on the involved intra-aortic balloon (iab).